Manufacturer narrative:
Review of the product history records indicates the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient called stating he had a right hip replacement on (B)(6) 2009. On or about (B)(6) of 2016, starting experiencing pain in his hip. Went to his doctor and he informed patient that the v40 head was recalled and has high levels of cobalt.